Event description:
Caller reported difficulty pressing the pump quick bolus/wake button, requiring multiple presses to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on tactics to use the button more effectively and assisted with removing the pump from its case. Despite these measures, the issue persisted, and a replacement pump was arranged. The customer continued to use the pump for insulin therapy.